Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that during a patient check on (B)(6), the lead appeared to have an insulation issue and was failing to capture periodically. Replaced the lead on (B)(6) 2019.